Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s display became unreadable with lines across the top half after the device was dropped on the floor, and a replacement pump was provided with setup assistance. Symptoms included no adverse physiological effects and no changes in blood glucose. Outcomes included continued therapy using a replacement device and uninterrupted monitoring via cgm. Investigation included review of user report and device history, and logistical verification for replacement and return. Investigation of this device revealed screen damage consistent with impact-related display failure, with no effect on insulin delivery or alarms. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to accidental drop.